Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was having issues charging the transmitter. The blood glucose reading was 49 mg/dl. The customer treated with milk and cookies. No product was returned or replaced.